Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by vomiting and extreme abdominal pain. On the same day as onset, the patient went to the emergency room due to the event and was released the same day. On the same day, the patient began treatment for the peritonitis with vancomycin, intravenously (IV) and gentamicin, IV (doses, frequencies and routes not reported). On the following day, the patient was given both of the antibiotics intraperitoneally (doses and frequencies were not reported). At the end of that week, the treatment with gentamicin was discontinued and the patient continued treatment with vancomycin (dose, frequency and route not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.